Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with minor wear and tear. The reservoir tank was cracked around the bolt on the bottom right. Old style components include an outdated printed circuit board (pcb) and drain fitting; the tamper seal was intact. The reported problem was not duplicated/verified during functional testing. The device functioned as intended. However, another problem was found with a noisy pump. That issue was due to user error. The cause of the issue was related to the customer. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warming device had an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.